Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at an appropriate depth. An echocardiogram indicated severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed, but did not improve the pvl. A second transcatheter bioprosthetic valve was implanted, valve-in-valve, and moderate pvl was noted. Another bav was performed resulting in mild pvl. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).